Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient felt numb on the left side and had difficulty moving the left half of the body. The cgm displayed 400 mg/dl, however no corresponding bg finger stick value was available at the time. The patient¿s family member called emergency medical services (ems) and she was transported to the emergency room (ER) where the bg finger stick value was 385 mg/dl. The patient was treated with insulin and given zofran and blood pressure medication (losartan). Blood tests were drawn. A subsequent bg finger stick value was 135 mg/dl and the cgm continued to display 400 mg/dl. The patient¿s condition stabilized she was discharged home. At the time of the report, the patient felt stable and was able to walk. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.